Event description:
I had the essure implanted (B)(6) 2010 with therm ablation. I have nothing but constant abdominal pain, spotting, painful sex. Sometime I am unable to get out of bed because the pain is so debilitating. I don't have insurance to be able to get the proper care I need. So I try to get through the best I can. I don't know if this is what is causing me to have extreme pain ful sensitivity to my nipples, but it started a couple weeks after I got my procedure done, and has gotten worse over time. Getting essure was the worse decision I've ever made.